Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not reading the ECG. The customer tried a different trunk cable and new 5 leads. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor pca board.